Event description:
When giving pt a heparin shot, the syringe luerlock systemdisconnected from the needle portion of the syringe set up. Thishappened while deploying the heparin into the pt's abdomen.ltwasn't just a detach, the syringe basicallyexploded causing a smalamount of heparin to get onto the pt's bodyand not fullyinto theirsubcutaneous area.

Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.